Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire could not be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date was filed incorrectly as (B)(6) 2012, on initial medwatch report. Correct date is (B)(6) 2012.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis, pre-dilatation was performed with a 2.0x20 unspecified balloon catheter. A 2.5x23 xience v stent delivery system (sds) was advanced; however, resistance was felt with the asahi soft guide wire and the sds could not advance any further. The sds was withdrawn from the patient anatomy with slight resistance and a 2.5x18 xience v sds was advanced and implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.